Manufacturer narrative:
B5.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, a cartridge change error occurred. Reportedly, the cartridge was cracked. Blood glucose ranged between 130-162mg/dl. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, a cartridge change error occurred. Blood glucose ranged between 130-162mg/dl. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy.